Manufacturer narrative:
As reported in a research article, right ventricular endomyocardial fibrosis with an unguarded tricuspid valve ¿ surgical management of a 9-year-old with severe right heart failure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "right ventricular endomyocardial fibrosis with an unguarded tricuspid valve ¿ surgical management of a 9-year-old with severe right heart failure"

Event description:
N/a.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "right ventricular endomyocardial fibrosis with an unguarded tricuspid valve ¿ surgical management of a 9-year-old with severe right heart failure". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "right ventricular endomyocardial fibrosis with an unguarded tricuspid valve ¿ surgical management of a 9-year-old with severe right heart failure", was reviewed. The article presented a case study of a 9-year-old, 24.5kg, female patient with congestive hepatopathy, nodular hepatic fibrosis with ascites, increasing exercise intolerance, and chronic headaches especially when lying supine. It was reported that on an unknown date, a 25mm epic plus valve was chosen for an off-label tricuspid valve replacement procedure. Post-procedure, the patient experienced recurrent pericardial effusion. No intervention or medical therapy was reported to treat pericardial effusion. [The primary and corresponding author was michael rebolledo, division of pediatric cardiology, department of pediatrics, the university of tennessee health science center, college of medicine, the heart institute, le bonheur children¿s hospital, 49 n dunlap st., memphis, tn 38103, with corresponding email: mrebolle@uthsc.edu].